Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what efforts were made to locate the pieces of the tissue pad during the procedure? Efforts were made to locate the missing piece during the surgery but without success. Was this procedure converted to an open procedure? No. Are there any plans to locate the pieces? At the end of the operation an x-ray was done to locate the location of the broken tip. The patient was invited for a review in about a month. Was there any change in the patient care as a result of this event? No. What is the current patient status? Feeling well and already released to her home. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic myectomy surgery the tip of the harmonic device har36 broke off. The harmonic device was used in the procedure, inter alia with a morcellator of another manufacturer. The surgery was completed with a new har36 device. The surgeon who performed the surgery originally thought that the broken tip was removed from the body together with the removed tissue. However, the ultrasound taken after the surgery showed that the tip remained in the patient's abdominal cavity. The patient is in good condition and will be released from the hospital tomorrow. At this stage, no additional medical intervention is planned due to the reported event